Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes(s))"), device expulsion ("migration of implant/migration of essure device location of device: found partially in uterus and cervix"), uterine perforation ("perforation (uterus)") and device breakage ("device breakage") in a 36-year-old female patient who had essure (batch no. L2843) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. Concomitant products included glipizide and metformin. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced vulvovaginal pain ("pain: vaginal area") and abdominal pain lower ("pain: lower abdominal"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant; hysterectomy (full)), surgery (to remove the essure implant; hysterectomy (full)), surgery (to remove the essure implant; hysterectomy (full)) and surgery (to remove the essure implant; hysterectomy (full)). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the vulvovaginal pain and abdominal pain lower had resolved. At the time of the report, the fallopian tube perforation, device expulsion, uterine perforation, device breakage, fatigue, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: per pfs: she had recovered from right and left side pain immediately after hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2012: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 13-jun-2018: the reporter information was added. This case concerns 36 year old patient. Her concurrent condition was added. Lab data was added. Essure insertion date and removal date were updated. Essure indication was added. Essure lot number was added. Her concomitant medications were added. Per plaintiff fact sheet events: fallopian tube perforation, uterine perforation, device breakage, fatigue, vaginal pain, abdominal pain lower, abnormal bleeding (vaginal/menorrhagia), dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), vaginal discharge and migration of implant/migration of essure device location of device: found partially in uterus and cervix were added. She had recovered from the events: pain in vaginal area, lower abdominal, right side/left side. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes(s))"), device expulsion ("migration of implant/migration of essure device location of device: found partially in uterus and cervix"), uterine perforation ("perforation (uterus)") and device breakage ("device breakage") in a 36-year-old female patient who had essure (batch no. L2843 - inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. Concomitant products included glipizide and metformin. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced vulvovaginal pain ("pain: vaginal area") and abdominal pain lower ("pain: lower abdominal"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant; hysterectomy (full)), surgery (to remove the essure implant; hysterectomy (full)), surgery (to remove the essure implant; hysterectomy (full)) and surgery (to remove the essure implant; hysterectomy (full)). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the vulvovaginal pain and abdominal pain lower had resolved. At the time of the report, the fallopian tube perforation, device expulsion, uterine perforation, device breakage, fatigue, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: per pfs: she had recovered from right and left side pain immediately after hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of product technical complaint (reported batch information is not valid). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes(s))"), device expulsion ("migration of implant/migration of essure device location of device: found partially in uterus and cervix"), uterine perforation ("perforation (uterus)"), device breakage ("device breakage") and genital haemorrhage ("bleeding") in a 36-year-old female patient who had essure (batch no. L2843 - inv, 841532) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, gerd and migraine. Concomitant products included glipizide and metformin. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced vulvovaginal pain ("pain: vaginal area") and abdominal pain lower ("pain: lower abdominal"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant; hysterectomy (full)uterus, cervix, tubes and right ovary removed), surgery (to remove the essure implant; hysterectomy (full)), surgery (to remove the essure implant; hysterectomy (full)) and surgery (to remove the essure implant; hysterectomy (full)). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the vulvovaginal pain and abdominal pain lower had resolved. At the time of the report, the fallopian tube perforation, device expulsion, uterine perforation, device breakage, genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: per pfs: she had recovered from right and left side pain immediately after hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on 15-oct-2012: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received, lot number added, demographic added, event added- genital haemorrhage. Concomitant disease and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.